Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during the prime/fill cannula step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump¿s black box data showed a cs 064 call service alarm with occlusion during pump operations. The rewind, load, prime sequence was performed successfully and the pump was exercised for 24 hours with no alarms occurring. The complaint of a call service alarm issue was not duplicated during testing. Unrelated to the complaint, investigation revealed a crack in the battery compartment. (B)(4).